Manufacturer narrative:
(B)(4). The sample was not available for evaluation. The root cause of this report was undetermined. Similar reports have been received by baxter for the reported problem. Should additional information become available, a follow up MDR will be sent. This MDR is being submitted as part of baxter renal's retrospective review & remediation project. This report is being filed late to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to FDA-warning (B)(4).

Event description:
A nurse from (B)(6) reported that while performing continuous veno-venous hemodialysis on a patient precipitate was observed and had formed in the predilution line only (not observed in any other location). Whitening of the post dilution could also be observed. One (1) bag of accusol was hanging at a time and all bags had been mixed. 20 mmols of potassium chloride (kcl ) were added to bag. The treatment continued. A sample of the predilution fluid was taken. There was no patient/user/other person?s injury reported.